Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was found that the station encountered an automatic rebooting problem. A technical support specialist connected to the station and reviewed the debug logs for the medical application and data synchronization, finding no issues, and confirmed that the problem had been rectified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced frequent auto rebooting. This incident resulted in a delay in dispensing the medication and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.